Event description:
It was reported that customer experienced malfunction because pump was out of warranty and could not be updated to work with g7 sensors. There was no reported impact to the customer¿s blood glucose level. Customer stated no follow-up was needed and technical support only documented information from email, with no additional troubleshooting or corrective actions reported.